Event description:
It was reported that an ilet device exhibited an unresponsive top portion of the touchscreen following a restart walkthrough, and the user observed visible screen cracks, indicating physical damage and loss of water resistance. Symptoms included no injury or clinical effects. Outcomes included replacement of the device, continued cgm data reception, advice to maintain backup therapy, and instructions to sync data and shut down the device prior to return. Investigation included user interview, troubleshooting guidance, and arrangement for device return with shipping label. Investigation of this case revealed screen damage consistent with a cracked or delaminated display leading to partial loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.